Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 4 mg/ml bupivacaine at a dose of 1.5 mg/day, 600 mcg/ml unknown baclofen at a dose of 236 mcg/day, and 15 mg/ml dilaudid at a dose of 5.9 mg/day via an implantable infusion pump for malignant pain and cancer pain. It was reported that the patient fell on her left side which is where her pump was on (B)(6) 2017. The patient heard an alarm like chirping, like playing a song on (B)(6) 2017. The patient's personal therapy manager (ptm) programmer had a code of 8476 (motor stall). The patient had not recently had an MRI. The patient was to be brought in to the clinic to check the logs. The patient felt weird and anxious and this was regarded as a sudden change in symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-12. It was reported that the alarm sounding like chirping, like playing a song was a device issue. As action/intervention to resolve the motor stall the patient went to the operating room to replace the intrathecal pump. The cause of the motor stall was not determined. The motor stall and anxiousness/feeling weird was resolved after the intrathecal pump replacement. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd (B)(4) did not and does not apply.